Manufacturer narrative:
Received (3) unused esteem wafers for evaluation. No lot number is available. A detailed investigation or batch review cannot be conducted. The (3) esteem wafers have been destroyed per protocol. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 15, 2016.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that when the stoma therapist nurse (stn) saw a patient two weeks ago, she noticed that the moldable turtlenecking was too tight for the stoma. Stn reported that the stoma had increased in size from 45mm to 46mm and that the moldable turtlenecking was interrupting blood supply to stoma causing swelling in upper part of stoma which led to constipation. The patient reported to stn that her stoma turns blue intermittently.